Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a power error. The customer also reported that a second power error occurred after troubleshooting the first occurrence. Blood glucose level at the time of the incident was 177 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for low battery alarm and power error 25 alarm confirmed in the long trace. The detailed trace analysis confirmed the pump alarmed low battery then alarmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.